Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the coronary angiogram procedure was postponed to another day. The philips field service engineer (fse) inspected the system on site and confirmed that the patient table would not move. The review of the system logs revealed errors for both can/sscf communication and syscan can not operational. Upon troubleshooting, the fse determined that the inability to move the table and the blank tsm screen were caused by a defective pdu fan tray and dcps, which supply low-side dc voltage. To resolve the issue, the fse replaced the pdu fan tray and dcps (dc power supply) and the defective part was returned for further analysis. The supplier's part analysis conclusively determined the cause of the pdu fan tray failure was due to defective power supply unit (psu) 1 and psu4. Following replacement, the system was returned to use in good working order. The failure of the pdu fan tray and the dcps can be attributed to the issues resolved in philips correction (2024-igt-bst-024). The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform x-rays, which can impact imaging. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.